Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. There were no frequent or recurring occlusion issues, so no additional assistance was necessary.